Manufacturer narrative:
This event took place at (B)(6) in japan. Manufacturer's investigation conclusion: the reported delamination of the inner layer of the vectra graft was confirmed, however, the specific root cause of the observation could not be determined. The customer reported that the graft was implanted in the patient¿s forearm in (B)(6) 2016. In (B)(6) 2021, the graft was found to have an obstruction. When declotting was performed, the inner layer became dissociated. The patient then had a thrombectomy and partial replacement of the graft. Four segments of a graft were returned in a sample jar. The longest of the segments had been sliced open longitudinally, exposing the cut edges of the monofilament reinforcement. The inner layer of the shorter segments appeared collapse/folded and had separated from the outer, reinforced layer. It was also noted that these inner layers were longer than the outer layers that contained them. The evaluation could not determine if the process of handling and cutting each segment contributed to the separation and folded appearance of the inner layers from the outer layer or if this was related to the reported declotting/thrombectomy procedures. No depositions or thrombus formations were observed in the lumen of the graft segments. The vectra vag instructions for use cautions that when using a balloon angioplasty or embolectomy catheter within the lumen of the vectra vag, match the inflated balloon size to the inner diameter size of the vag. Over-inflation of the balloon or use of an inappropriately sized balloon catheter may damage the graft. Care must be exercised to avoid causing excessive axial elongation of the graft during retraction. The thrombectomy section of the IFU also states to follow the catheter manufacturer¿s instructions regarding size, selection, and balloon inflation, matching the balloon size to the inner diameter of the graft. Over-inflation and excessive pulling may dilate or damage the graft. Vectra vascular access graft (vag) instructions for use (IFU) (rev u) precautions section states that when using a balloon angioplasty or embolectomy catheter within the lumen of the vectra vag, match the inflated balloon size to the inner diameter size of the vag. Over-inflation of the balloon or use of an inappropriately sized balloon catheter may damage the graft. Care must be exercised to avoid causing excessive axial elongation of the graft during retraction. The thrombectomy section states to follow the catheter manufacturer¿s instructions regarding size, selection, and balloon inflation, matching the balloon size to the inner diameter of the graft. Over-inflation and excessive pulling may dilate or damage the graft. If devices such as adherent clot catheter are used to declot the vectra grafts, it is important to match the catheter size to the internal diameter of the graft. If a longitudinal incision is used, place stay stitches at each end of the incision before introducing the embolectomy catheter. If a transversive incision is used, no stay stitch is necessary and a horizontal mattress suture technique will aid closure. Occlusion, stenosis, and thrombosis are listed as potential complications with the use of a vascular prosthesis. Intragraft obstruction is listed as a potential complication in table 2 in the summary of vectra vag clinical experience section of the IFU. Review of the device history records (production order # (B)(4)) showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided; therefore, UDI is not available. The investigation results will be provided in final report.

Event description:
It was reported that patient who was implanted on (B)(6) 2016 with an artificial blood vessel in the right forearm with a composite (v-side maxiflow, a-side thoratec), had an obstruction in (B)(6) 2021. When decorating was performed, the inner layer was dissociated all around in thoratec. A thrombectomy was performed and partial replacement of thoratec.